Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I was reported that leakage occurred. Upon report from the IV tech, upon insertion of the IV, blood leaked from the connection area where the needle is supposed to be removed from. The IV had to be removed and a new IV placed.